Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, it was discovered that the sterile pouch of the sealed device had been torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, it was discovered that the sterile pouch of the sealed device had been torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that a hole was found on the pouch of the device. The device was received within its original sealed pouch. No other damage was noticed to the product packaging. A definitive cause for this event could not be determined with the given information, however boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.